Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Multiple attempts were made to gather additional information regarding regurgitation. Patient medical records and procedure op notes were not provided for review. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The type and cause of the regurgitation could not be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical special, approximately 2 years and 7 months post implantation of a 26mm sapien xt valve, a valve in valve was performed due to ¿moderate/severe aortic insufficiency¿. Result was mild. The patient is doing well.

Manufacturer narrative:
Reference CAPA-20-00141.